Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose levels over multiple weeks while following healthcare provider guidance to correct when glucose dropped below 100 mg/dl. Symptoms included episodes consistent with hypoglycemia without reported injury. Outcomes included no medical intervention, no hospitalization, and no device alerts or alarms. Investigation included internal clinical support review and assessment of use conditions. Investigation of this case revealed no device malfunction reported or observed, with the event characterized as use under clinical guidance with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.